Event description:
Leaking was allegedly found on luer. On (B)(6) 2015-sample evaluation found leak 10cm from hub. No leak on leur hub.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a catheter leak was confirmed but the exact cause remains unknown. The product returned for evaluation was a 2fr per-q-cath PICC catheter. The sample was returned with a needless injection cap attached to the luer, and usage residue was observed to occlude the internal catheter lumen. As the reported event initially appeared to be leakage from the luer, a specific focus on potential for luer leakage was made. No damage, defect, or deformity was seen on the luer and no leakage was observed during functional testing. A leak was discovered, however, 10.1cm from the luer during functional testing. Microscopic examination of the catheter hole revealed that the hole surfaces were granular in nature. No additional damage was found on the inner lumen during additional testing and the direction of catheter penetration appeared to have originated from the outside. It appeared that the hole was created by a blunt edged object but there was not enough evidence to determine the exact cause of the hole. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.